Event description:
Baxter reported 1 incident of the twist clamp being broken on a transfer set. Per affiliate, this issue was noted during use and the patient had a set change. Per affiliate, no patient injury or medical intervention was associated with the incident.